Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the centrifugal pump system 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the alarm icon on the centrifugal pump 5 (cp5) became unresponsive and erroneous during a procedure and the amount of flow displayed on the panel fluctuated. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump system 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was returned to livanova (B)(4) for evaluation. Visual inspection of the cp5 flow measurement module identified no visible damages. A 4 hour water circulation test run was performed with no errors. The reported failure could not be reproduced. The device underwent a technical safety inspection without issue and was returned to livanova (B)(6). As the issue was not reproduced, a root cause could not be determined.